Event description:
Customer reported that she had unexplained low blood glucose for several weeks. Paramedics where called to assist her due to low blood glucose. Customer stated that paramedics treated her at home and she was not transported to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.